Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: left mentor memorygel 225cc silicone breast implant. Catalog number 3502251bc; serial number: (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast surgery with mentor memorygel 225cc silicone breast implants which the right side has issue with capsular contracture, unknown baker grade after implantation. The issue confirmed by the physician. As a result patient had the device removed on (B)(6) 2019 .